Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the caps are coming off." There was no patient impact reported.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the caps are coming off." There was no patient impact reported.

Manufacturer narrative:
Investigation summary: bd received 6 samples and 1 video for investigation. The video was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to stopper pop off as all samples met specifications. The 6 customer samples were inspected with no issues being identified. A draw test was performed on the sample tubes. All tubes were within specification limits of 2.43ml ¿ 3.30ml. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.